Manufacturer narrative:
Product event summary: the balloon catheter, afapro28 with lot number 78469, was returned and analyzed. Visual inspection of the device showed that the push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the broken luer was confirmed. The balloon catheter failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter luer was already broken within the packaging. The case was completed with cryo. No patient complications have been reported as a result of this event.